Event description:
It was reported that the patient¿s glucose level rose to 260 mg/dl while wearing the pod, on their abdomen, between 5 and 24 hours. Investigation of returned device found the cannula to be flattened. The device was originally reported for not sure delivering insulin. As treatment, a new pod had been placed.

Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be flattened. Further inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. It could not be determined when this damage occurred. The downloaded data from the pod does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.